Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported ventilator inoperable (vent inop), motor fault, love minute volume (ve) and turbine differential fail. The customer reported no patient involvement.

Manufacturer narrative:
The carefusion failure analysis lab received the suspect vela ventilator main cold fire pcba (printed circuit board assembly) and the turbine interface pcba. The returned components were installed in a known good vela ventilator unit. The unit was powered on in ventilating mode and the reported alarm errors were duplicated. The turbine pressure transducer calibration was performed, as described in the product service manual, and it failed. It was concluded that the reported issue was due to a faulty turbine pressure transducer.